Manufacturer narrative:
Date sent: 08/24/2007. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported by the affiliate that during a gastrectomy, the handswitch did not work. Foot switch was used to complete the case. There was no adverse consequence to the pt.